Event description:
The user facility reported that a 54-year-old female patient on impella cp support was having significant hemolysis, evidenced by worsening hematuria. A transthoracic echocardiogram showed the impella inlet stuck in the papillary muscle. Multiple unsuccessful attempts to reposition the impella at bedside were made. The patient was taken to cardiac catheterization for repositioning. The cardiologist attempted to free the pigtail from the pap muscle, but when the pigtail was released, the impella came out of left ventricle. Attempt to reinsert the impella back into the left ventricle were unsuccessful. The impella cp was replaced. The patient was stable.

Manufacturer narrative:
The impella device was discarded by the customer and therefore,an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿

Manufacturer narrative:
The investigation of hemolysis and positioning issues has been completed. The data logs confirmed pump was in improper position corresponded with clinical description that triggered alarms impella position in aorta. No other issues were found on the logs. Product was not returned for review. Based on clinical description and data analysis, the root cause of positioning issue was most likely use related. The root cause of hemolysis was most likely due to pump was not in the proper position.